Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their buttons on the insulin pump are stuck. Customer also states that they are receiving a button error alarm. The blood glucose reading is 238 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.